Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the distributor spoke with the patient and the pump kept alarming no disposable. It was for a 5th call. Reviewed settings and powered pump off. Closed clamp. The patient will call the clinic when they open. Reservoir volume was 73.7ml, rate was 2.3ml/hr, and given was 34.3ml. The cassette was removed and air bubbles noted. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.